Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient facd bent cannula event. The blood glucose level of the patient was 580 mg/dl and patient had vomiting. Therfore, the patient went to emergency room on (B)(6) 2025 for four days. The patent was treated by intravenous insulin. Moreover, the infusion set was used for one day and site was abdomen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012268 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012268 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012268 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 18-mar-2025, with a total of (B)(4) units. The assembly, lot 5c02444 was manufactured according to the wi version 29 and manufactured in the quickset line, on 18-mar-2025, with a total of (B)(4) units. The assembly, lot 5c02445 was manufactured according to the wi version 29 and manufactured in the quickset line, on 18-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing #1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test, all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.